Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold and broken shell. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and a sharp broken in the radius side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage; a sharp broken on radius due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.